Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive review but not during functional testing. The autopulse passed the initial functional test without any fault or error. Review of the archive data shows user advisory (ua) 41 (patient temperature sensor failure) error message occurred on the reported event date, however, the error could not be duplicated during the platform evaluation. As a precautionary measure, the temperature sensor was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found damaged front, bottom, and load plate covers, in addition, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. After the replacement of the covers, the sticky clutch plate was deburred. The autopulse platform is a reusable device and was manufactured in july 2015. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair and service, the platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions with a good known test battery until discharged and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with a serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2017. The error was cleared in the field.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41(patient temperature sensor failure) error message. Following this, manual CPR was immediately performed. Rosc was achieved. No patient consequence was reported.